Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for a fistula and to remove the infected device. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent repair of a ventral hernia. A ventrio st was implanted in patient during this repair. A CT scan revealed a fistula communicating with the mesh, it was determined that the infected mesh should be removed. On (B)(6) 2017: the patient underwent surgery to explant the ventrio st. The patient continues to experience complications related to the ventrio st. She will likely require additional surgeries to repair the damage from the ventrio st mesh. The mesh implanted in patient failed to reasonably perform as intended. The product therefore had to be surgically removed necessitating further invasive surgery to repair the very issue that the mesh was intended to repair. The product thus provided no benefit to patient. Patient has been injured. She has sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.